Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via an 8f sheath hole prior to an iliac interventional procedure with a covered stent. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, blood flow was initially observed from the marker lumen of the first proglide device; however, the device clotted and no more blood flow was observed from the marker lumen. The device was removed from the anatomy and discarded. The suture of a new proglide device was successfully pre-placed. The sheath remained an 8f sheath and the iliac stenting procedure was completed. Post procedure, the pre-placed suture was pulled too hard and the suture broke. Manual compression was held to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the electronic perclose proglide instructions for use (eifu) states: to prevent suture breakage, always pull on the suture limbs with slow consistent increasing tension. Avoid quick or jerky type movements with the suture limbs. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, and suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. (B)(4). The additional proglide device referenced is filed under a separate medwatch report number.